Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was recently hospitalized due to a blood glucose level of 500 mg/dl. Caller reported that the insulin pump may not have been functioning properly. Blood glucose level around the time of the incident was over 400 mg/dl and continued to rise. The caller also reported that the insulin pump had been alarming which caused him to remove the battery. Caller stated that he was unsure of whether or not the customer was wearing the insulin pump at the time of the hospitalization. The alarm history was not checked and the call was disconnected. The insulin pump was not replaced or returned for analysis.